Event description:
Consumer reports that she was unisg a heating pad on her neck and then moved it to her knee. Alleges that she received burns to both areas.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed ot perform that instruction.